Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, fistulae and recurrence.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and hematuria.

Manufacturer narrative:
It was reported that patient underwent hysteroscopy, d&c, and endometrial ablation with laparoscopic tubal ligation on (B)(6) 2014 due to abnormal uterine bleeding, pelvic pain, multiparous electing permanent tubal sterilization and pelvic adhesion. (B)(4).